Manufacturer narrative:
The product involved in the reported event is not available for evaluation. The review of the complaint database revealed no other similar complaints have been submitted for lot w1606. The lot history, trend analysis, risk analysis and/or direction for use review were considered acceptable, with the product performing within anticipated rated. No corrective action required.

Manufacturer narrative:
We were informed by the customer that neither the particle nor the pack are available for evaluation. Without the sample we are unable to confirm the nature and possible source of the particle. The review of the manufacturing and sterilization records was found to be acceptable.

Event description:
A report received from a user facility in (B)(6) stated that during the surgery, a small white particle with the appearance of plastic came out of the phaco needle tip into the patient's eye. The particle was removed with forceps without any impact or injury to the patient.